Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No patient information was provided by the customer.

Event description:
The customer reported when the architect c16000 analyzer times out and generates a total timeout error a "timeout cascade" can occur which can cause a communication issue between the aps and the analyzer. This communication issue can result in incorrect samples being processed, contamination of subsequent samples and mismatch of data. The customer observed the analyzer pipetting the incorrect samples and stopped the analyzer. No incorrect results were generated. However, while troubleshooting this issue the field service representative was able to reproduce the issue observed by the customer, the incorrect sample was pipetted and processed. No impact to patient management was reported.

Manufacturer narrative:
Review of the service history for the architect (B)(4) revealed no additional incorrect aspiration of samples. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data and manufacturing documentation for the architect c16000 system revealed no adverse trends or systemic issues. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. Further review of this issue determined this is a track software issue that is causing the racks to move while the architect is in the middle of pipetting samples and before receiving a sample_complete message from the architect. The architect has no knowledge of the moving track. This issue presents the possibility that the architect will pipette a sample out of a tube that has incorrectly moved into position. This issue is currently being investigated by inpeco the manufacture of the flexlab track system. Based on this investigation, no systemic issue or deficiency of the architect c16000 analyzer was identified.